Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during case start of impella cp support, a message was displayed on the automated impella controller (aic) prompting verification of light visibility within the cable channel. The light was confirmed to be visible; however, despite cleaning the cable connector, placement signal and left ventricular signal were not obtained. Following consultation with the physician, the procedure was completed without placement signal or left ventricular signal monitoring. Device position was assessed and confirmed using imaging. The device continued to provide support during the procedure. The device was subsequently explanted after weaning. The explant was not considered premature and was unrelated to the reported event. The patient¿s outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax) and e1 (initial reporter address line 1) additional information has been provided in d9 and h6.